Event description:
A user facility reported that the serial number tag disattached from the lma and was loose in the airway tube of the device. There was no pt injury. The user facility has been requested to return the mask for evaluation.